Event description:
It was reported that balloon rupture and shaft leak occurred. The target lesion was located in the mid left anterior descending artery (lad). A 2.25mm x 30mm maverick²¿ balloon catheter was advanced for dilatation and the device was inflated twice at unspecified pressure. However, on the third inflation, the balloon ruptured. The device was then removed from the patient and the physician used saline solution to flow through the balloon and shaft leak was noted. The procedure was completed with a different device. No patient complications were reported. The patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture and shaft leak occurred. The target lesion was located in the mid left anterior descending artery (lad). A 2.25mm x 30mm maverick²¿ balloon catheter was advanced for dilatation and the device was inflated twice at unspecified pressure. However, on the third inflation, the balloon ruptured. The device was then removed from the patient and the physician used saline solution to flow through the balloon and shaft leak was noted. The procedure was completed with a different device. No patient complications were reported. The patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was contrast in the inflation lumen and blood in the balloon. The balloon was loosely folded. Microscopic examination presented no damage or irregularities in the balloon material. The balloon did not leak when an inflation device filled with water was attached to the device. Microscopic examination of the shaft revealed a long scratch along majority of the outer shaft. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the shaft wall. The shaft was microscopically examined and there was a deep scratch with pulled material 4.6cm ¿ 5cm from the proximal balloon bond with a hole at 4.8cm. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).